Manufacturer narrative:
Correction: g3 should be 22 may 2023.

Event description:
It was reported a patient's atrial lead presented with under sensing. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure there were no patient consequences.